Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg for an extended period of time. The patients ipg was replaced with MRI compatible device. The patient was doing well postoperatively. The explanted ipg will not be returned.